Manufacturer narrative:
The customer reported that the cns (central monitoring system) powered down during a hospital power outage. When the power was restored, the device never came back into patient monitoring. After windows started, the cns software start up screen just kept flashing. No connectivity lights were lit. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The software was reloaded on the cns to fix the issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) powered down during a hospital power outage. When the power was restored, the device never came back into patient monitoring. After windows started, the cns software start up screen just kept flashing. No connectivity lights were lit.